Event description:
It was reported by service report that the side rail was broken and there were exposed sharp edges. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail.